Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge detection notifications during the load process. During troubleshooting with tandem technical support, the cartridge was successfully loaded onto the pump. There was no reported impact to customer's blood glucose (bg) level. Reportedly, the customer had not tested bg levels.